Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary percutaneous intervention, balloon inflation failed. The physician attempted to dilate the 90% stenosed lesion located in the moderately calcified, severely tortuous mid left anterior descending (lad) artery, but the quantum maverick 3.0x12mm balloon was not able to inflate. Upon removal from the body, it was noted that the contrast agent had leaked from the balloon. The procedure was completed with another balloon, same type and size. No patient injuries or complications were reported. However, the returned product revealed that there was a pinhole in the balloon.

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint. The balloon catheter was returned in a deflated state. Blood was observed in the balloon and inflation lumen. Microscopic inspection found a pinhole located over the distal marker-band. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The most probable root cause will be considers operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.